Event description:
On (B)(6) 2011, pt reported, the down button of the infusion device was not functioning properly. Pt has to "wiggle" the down button for it to respond, and the button still works intermittently. The down button pops up after it is pressed and released. Infusion device has been dropped but not on a hard surface. This first began 3-4 months ago. Infusion device was not exposed to water or insulin ingress. Pt has used this infusion device for about 3 years and boluses 4-8 times per day. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue.